Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and there was no abnormality of the subject device. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that that the subject device is unlikely to be the cause.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device disappeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.